Manufacturer narrative:
Product complaint # (B)(4). UDI : (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed general wear and tear to the device due to numerous uses over time. It was noted that one of the jaws of the pituitary was broken. The broken jaw was not returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the jaw of the device breaking cannot be determined from the sample and the information provided. A potential root cause may be high forces inadvertently placed on the jaws of the device during impaction, exerting enough force to result in the fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6). UDI: (B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(4) 2019 during microdiscectomy, the spotlight access system up angle micropituitary was broken, surgeon removed the broken piece with difficulty. Procedure outcome and patient consequence are unknown. This complaint involves one (1) device.